Event description:
Bovie pad was placed on pt. Pt had a polyp that needed to be snared with cautery. Applied 2 bovie that did not make enough contact with pt to be able to use cautery, tried in two different generators as well. A hemostasis clip was applied because of the issues with the bovie pad and the generator. If the bovie pad worked correctly, the bovie could have been used and the likelihood of a clip being used would have been much lower.